Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the patient expired due to an acute bleed. No further information is available at this time.